Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00545. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and one month. Manufacturer's investigation conclusion: no product was returned for evaluation. The report of a pseudoaneurysm on vad outflow track cannot be confirmed. The patient developed lower sternal pain and a chest cta revealed two fluid collections; the first suggestive of pseudoaneurysm with mass effect on vad outflow tract causing approximately 50% narrowing and the second either hematoma or thrombosed portion of a bilobed pseudoaneurysm. The patient was then taken to the operating room and a stent was placed in the outflow graft. Reportedly, the patient tolerated the procedure well. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the implanting center for surgical intervention due to cardiothoracic diagnosis of pseudoaneurysm from lvad outflow graft. The patient was taken to the operating room for lvad outflow graft stent placement. Reportedly, the patient tolerated the procedure well without significant difficulty or evident complication. The patient was transferred to the cardiothoracic surgical intensive care unit in critical but stable condition. The event start date was reported as (B)(6) 2017 and resolved on (B)(6) 2017. Additional information: it was reported that the patient initially presented on an unspecified date with heart failure symptoms and received unspecified treatment. The patient then developed lower sternal/epigastric pain. Initial treatment for the lower sternal pain was proton pump inhibitors (ppi) due to concern for peptic ulcer disease (pud), but the pain was non-responsive. The patient¿s medical history and exam were not consistent with pulmonary embolism (pe) or pericarditis. The patient had no signs of infection: afebrile with normal white blood cell count (wbc). On (B)(6) 2017 chest CT scan was suggestive of pseudoaneurysm and chest CT angiogram revealed two fluid collections. The first was suggestive of pseudoaneurysm with mass effect on the lvad outflow tract with 50% narrowing. The second was either hematoma or thrombosed portion of a bilobed pseudoaneurysm. Right heart catheterization on (B)(6) 2017 revealed evidence of inadequate left ventricle unloading, which was likely related to the mass effect. A repeat chest CT that same day demonstrated increasing size of pseudoaneurysm and subxiphoid hematoma. A CT angiogram and ultrasound were consistent with enlarging pseudoaneurysm from aortic outflow graft of the lvad. The patient was a high risk candidate for redo open surgery, and was evaluated for possible endovascular repair.

Manufacturer narrative:
Updated manufacturer investigation conclusion: the report of a pseudoaneurysm on vad outflow trac cannot be confirmed. The patient developed lower sternal pain and a chest cta revealed two fluid collections; the first suggestive of pseudoaneurysm with mass effect on vad outflow tract causing approximately 50% narrowing and the second either hematoma or thrombosed portion of a bilobed pseudoaneurysm. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU states that the distal end of the graft is designed to be cut to the preferred length and sutured to the ascending aorta by an end-to-side anastomosis. A reinforced tube serves as a bend relief around the outflow graft to prevent kinking and abrasion. This document contains information on preparing the sealed outflow graft and instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.